Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2011-05015. The pt received his scs system on (B)(6) 2008. It was reported that the pt could not increase amplitude on his device programming system. The pt was reprogrammed. Although he experienced abdominal stimulation during reprogramming, he was pleased with his new program and coverage. He also stated he feels burning at the ipg site whether stimulation is on or off. Burning started about 1-2 months ago and is worse when charging. The pt has tried using a tennabelt when charging but reports no effect on the pocket heating. He is not interested in doing anything at this time to address the burning. The pt charges every other night. He also reported that he feels his leads are surfacing. The pt's doctor was concerned about possible lead erosion more toward the header of the ipg. The doctor did not observe any signs of infection. No further information is available at this time.